Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18038, 1627487-2021-18040. It was reported the patient experienced ineffective stimulation and decided to stop using the device years ago. In turn, causing the ipg to become inoperable, as a result, surgical intervention may take place in future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
Additional information received indicate surgical intervention occurred wherein the entire system was explanted and replaced.